Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a suppl.

Event description:
It was reported that approximately 5 months after a left total knee replacement procedure, the patient underwent left knee arthroscopy. No additional information was received. No op notes or x-rays. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
The reason for the reported event cannot be confirmed from the information provided but may be due to patellar tracking and/or inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, relevant clinical information, and product information were not provided. D10 concomitant devices: (B)(6), 02-020-11-0240 - truliant ps cem fem ps cem left sz 4; (B)(6), 02-022-45-4040 - truliant tib fit tray cem sz 4f/4t; (B)(6) 02-022-35-4009 - truliant tib imp ps insert sz 4 9 mm.